Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation conclusion was changed. No conclusion can be drawn. This device has not been returned for analysis.

Event description:
It was reported that the rv lead was removed/cut due to inappropriate shocks caused by high impedance and oversensing of noise in the near-field. No further patient complications were reported as a result of this event.